Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported that during a device replacement for normal battery depletion, it was noted that part of the lead had been damaged. It was not clear if the lead was cut by the scalpel during the procedure, or if it had broken previously due to the sharp angle at which it had grown into the tissue. The broken portion was between the device header and the trifurcation. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.